Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Related manufacturer reference number: 2017865-2021-28454. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The physician also decided to explant the right ventricular (rv) lead due to user concern regarding the rv lead. Patient presented in-clinic and both the implantable cardioverter defibrillator and the rv lead were explanted and replaced on (B)(6) 2021. No patient consequences were reported before, during, and after the intervention process.